Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer changed the infusion site. The customer's blood glucose (bg) level ranged from 200-340 mg/dl. An insulin injection and bolus via the pump were used to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to confirm the cause of the occlusion.